Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Requests for additional information provided no further details.

Event description:
Medtronic received information via literature case study of an (B)(6)-year-old male with critical aortic stenosis, heart failure, and chronic kidney disease presented for elective transcatheter aortic valve replacement (tavr). A baseline electrocardiogram showed a right bundle branch block and left anterior fascicular block. A medtronic 29 mm transcatheter bioprosthetic valve (serial not reported) was successfully implanted despite complications of complete heart block with no ventricular escape. The patient was monitored 72 hours postoperatively with a temporary pacemaker without resolution of the conduction disturbance. Subsequently, a permanent medtronic leadless pacemaker was implanted into the right ventricular apex. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Title: transcatheter leadless pacemaker implantation for complete heart block following corevalve transcatheter aortic valve replacement authors: marat fudim md, joseph l. Fredi md, stephen k. Ball md, christopher r. Ellis, md citation: j cardiovasc electrophysiol. 2015 jun 23. (Doi: 10.1111/jce.12745).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.